Event description:
One patient sample with thyroid results that do not fit with clinical picture. Initial free t4 result gave 24.6 pmol/l; repeat by another method gave 22.3 pmol/l. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.